Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be pinched wires in the main speaker harness. To correct the condition, the main speaker harness and associate parts were replaced. If any additional information is received, a follow up MDR will be sent. Correction: in the initial MDR, incorrectly identified the colleague infusion pump as unremediated. This pump has been remediated.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During product evaluation by a baxter service technician, a colleague infusion pump required the replacement of the pinched wires of the main speaker harness. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This device is an unremediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.